Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient underwent a gastroscopy to replace the j-tube. During the gastroscopy, a buried bumper was discovered. The procedure was stopped, and the the patient will be seen by a specialist at a future date in order to remove the buried bumper.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, the patient underwent a gastroscopy to remove the buried bumper and replace the peg tube.